Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-0011682. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a sharp opening on the posterior side of the device. As per the investigation procedure creases and wear abrasion were observed. None of the observations were found to be potentially related to the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation (confirmed by physician). The device has been explanted.